Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event/implant dates estimated. The device was not returned for evaluation and a review of the lot history record could not be performed as a lot number was not provided. The reported patient effect of septicemia (sepsis), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the cause of the reported patient effect of sepsis could not be identified and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that after an un-specified mitraclip procedure, the patient developed sepsis. No additional information was provided.